Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ac7966 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot of the product. Ac7966. Surgical procedure performed. Diaphragmatic plication by thoracoscopy. Patient demographics. (B)(6), male, (B)(6) year. Was there any damage / consequence to the patient due to the problem with the suture? No. Was there a surgical delay due to the problem with the suture? Yes, 20 min. Does the hcp consider that the delay could have caused death / serious injury / harm / consequence to the patient? If yes, explain the risk assessed by the doctor. If the suture had been left, it could have caused recurrence of the problem and/or complication; that's why it was changed to suture "ceroa" what is the current state of the patient? Discharged. Name and full address of the clinic / hospital that reports. (B)(6). Will the product be able to be recovered for analysis? No, the suture was discarded after the rupture.

Event description:
It was reported that the patient underwent diaphragmatic plication by thoracoscopy procedure on (B)(6) 2019 and suture was used. The doctor was suturing the diaphragmatic wall, when the suture began to disengage and finally broke. A new suture was used to continue the procedure, which was delayed by 20 minutes. There were no patient consequences were reported. The patient has been discharged. Additional information was requested.